Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that the left ventricular lead was dislodged. The lead was explanted and replaced. The patient was stable in condition.

Manufacturer narrative:
Correction: please retract this report 2017865-2022-04295, the same issue was previously reported as 2017865-2022-04406.